Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190462 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 190462 and device part number 195-430h / lot 186567. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 190462 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Event description:
The customer reported two false positive results with the binaxnow covid-19 ag card performed on the same date with the same lot. Per the customer, testing was done as part of routine surveillance. This MFR. Report addresses patient two (2) of two (2). The customer reported a false positive result with a nasal sample performed on (B)(6) 2022. Confirmatory pcr testing was performed the same day and generated a negative result. The patient was symptomatic and reportedly had no prior exposure. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.